Event description:
Complainant alleged that during a routine shift check by a clinician. The device failed to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.